Manufacturer narrative:
(B)(4)

Event description:
During a lateral meniscal repair of the red/white area of the meniscus using a contralateral approach it was reported that the surgeon did not feel the normal resistance when he was pushing the grey deployment button forward to fire the t2 implant, and it did not "click" at the top of the end as it should. When the surgeon pulled back the inserter, the t2 implant was still left inside the inserter, the surgeon then made another try to place the t2 implant, and then the "click" occurred without even pushing the grey 360 active deployment. The t2 implant got fired in the joint, instead of on the back of the meniscus. The surgeon used a knotpusher/suture cutter to tighten the sliding knot and cut the suture. After that, he took away the t2 implant that was placed on the top of the lateral meniscus. He used another implant to be sure that the rupture was secured. The surgeon's assessment was that it was no injury for the patient by leaving t1 in the joint. T1 remains in the patient unsupported because t2 has been cut off and removed. The surgeon pushed down the sliding knot into the meniscus and he took the probe and felt that it was ok to leave it like that. The surgeon was confident no debris remained in the patient. The patient was noted to be okay post-procedure.

Manufacturer narrative:
Evaluation was not possible, as the device will not be returned. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture. No further investigation is warranted at this time. (B)(4).